Event description:
The actual implant date is not known. When the initial pseudocyst was drained it was clear liquid and not infected. It became infected approximately 3 weeks after placement. A subsequent esophagogastroduodenoscopy was performed. The stent was found in place and appeared to be occluded with food debris. The pseudocyst was drained, vigorously irrigated with normal saline and the axios stent removed. Plastic stents and a nasocystic drain were placed. There were no complications during this procedure and the pt did well afterwards.

Manufacturer narrative:
Stent location of placement in the stomach is believed to be a factor in the opinion of the treating physician. The stent was placed in the dependent portion of the stomach where food typically collects.